Manufacturer narrative:
G4: 27jul2020 b4: (B)(6) 2020 a touchscreen was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the ul_lr and ur_ll resistance being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2020.

Event description:
The customer reported a touch screen failure. There was no patient involvement. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the touch screen. The ventilator was calibrated successfully and passed all required testing. The reported problem was resolved.